Manufacturer narrative:
The reported event of no sensing was not confirmed. As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead revealed no anomalies with the exception of damages consistent with procedural damage.

Event description:
During the implant procedure, there was no sensing of the r wave on the right ventricular lead. The lead was repositioned with no resolution. The lead was explanted and replaced to resolve the event and the patient was stable.